Event description:
It was reported that during upgrade a white calcification appeared o the hearer of the ICD. It was suspected that the white marking may had eroded into the header.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of white material on the header was confirmed via visual inspection. Analysis confirmed the material was composed of calcium and phosphorus. The cause of the build-up of this material remains undetermined.